Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" confirmed with MRI and ultrasound and "involutional changes in the mammary glands". Later healthcare professional reported "discomfort in the breast, swelling of the breast" and "chronic inflammation in adjacent tissues" and confirmed rupture. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the videos identified: * rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. * inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side rupture, and involutional changes in mammary glands. Healthcare professional reported discomfort, swelling, inflation, and rupture. Device was explanted.